Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating a loudspeaker fault. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer confirmed there was no sound and a speaker inoperative message was present. To resolve the issue, the customer was provided a replacement speaker assembly. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).